Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft detachment and balloon rupture occurred. Vascular access was obtained via the brachial veins. The target lesion was located in the calcified and moderately tortuous upper arm shunt. A 6.0mm x 40mm x 40mm sterling balloon catheter was selected for plain old balloon angioplasty and was advanced to the lesion without resistance. The balloon ruptured at 3atms. The device was removed from the patient. Then another of the same device was selected; however, it was unable to be advanced and the balloon was not inflated. The physician noticed that the 6.0mm x 40mm x 40mm sterling balloon catheter detached inside of the introducer sheath. The second sterling balloon catheter was removed from the sheath. The detached shaft was retrieved with forceps. It was noted that the fragment was about 6cm in length from the tip. The procedure was not completed due to this event. No patient complications were reported and the patient's status okay.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found that there was complete separations of the inner shaft 35.5 and 40.5 cm from the hub and a complete separation of the outer shaft 38 cm from the hub. The separations resulted in three (3) discrete portions of the device. The proximal end of the device, including the hub and a 38 cm length of the outer shaft and a 35.5 cm length of the inner shaft. A 5 cm length of the inner shaft, including the proximal markerband. It was confirmed that the markerband was securely attached to the shaft. A short length of the inner shaft including the balloon, the distal markerband, and the distal tip. The distal end of the balloon was bunched up, but it was confirmed that the distal markerband was securely attached to the shaft and there were no anomalies related to the distal or proximal balloon bonds. There was blood and contrast in the inflation lumen. The separated fracture surfaces at the ends of the inner and outer shaft were consistent with a separation due to tensile overload. There was a kink in the shaft 28 cm from the hub. There was no evidence that the confirmed damage was attributable to any product deficiencies. Magnified inspection revealed no evidence of the balloon burst. Functional testing was not possible due to the damaged condition of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft detachment and balloon rupture occurred. Vascular access was obtained via the brachial veins. The target lesion was located in the calcified and moderately tortuous upper arm shunt. A 6.0mm x 40mm x 40mm sterling balloon catheter was selected for plain old balloon angioplasty and was advanced to the lesion without resistance. The balloon ruptured at 3atms. The device was removed from the patient. Then another of the same device was selected; however, it was unable to be advanced and the balloon was not inflated. The physician noticed that the 6.0mm x 40mm x 40mm sterling balloon catheter detached inside of the introducer sheath. The second sterling balloon catheter was removed from the sheath. The detached shaft was retrieved with forceps. It was noted that the fragment was about 6cm in length from the tip. The procedure was not completed due to this event. No patient complications were reported and the patient's status okay.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).